Event description:
It was reported the device was noted to have a blood leak at the auxiliary o2 port immediately upon initiation of use. Another device was primed and used. No reported patient effect. (B)(4). MFR # 8010762-2015-00344.